Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused their minicap several times. The event was manifested by cloudy effluent and unspecified pain. It was not reported if the patient was hospitalized. The patient was treated with cefacidal (2g; route, frequency, and duration not reported) and gentamycine (80mg; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.